Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that she experienced an inaccurate cgm reading during an extreme low. Pt's cgm reading was 150 mg/dl but her blood glucose was 38 mg/dl. Pt blacked out and was given sugar and medication to bring her blood glucose up. Paramedics were called, and pt was taken to the ER. She remained in the ER for a couple hours until her blood glucose normalized. Pt stated she was to fault for having relied more on her cgm readings than what she was feeling. Pt was oaky at the time of her call to dexcom technical support.

Manufacturer narrative:
Dexcom evaluated the pt's receiver data and concluded that her sensor reading was in the 180 mg/dl range at the time of the event. Her readings jumped, and she calibrated at 174 mg/dl, which was after she was given sugar and medication to increase her blood glucose level. Review of pt's receiver data also revealed that pt had exceeded the 12-hour calibration mark one time earlier in the sensor session but that she had otherwise correctly calibrated. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.